Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4, a posterior flail, and ruptured chordae. It was noted the mean pressure gradient was 4mmhg. An xt clip (40103r1033) was inserted and advanced into the left ventricle (lv). However, while in the lv, the clip became caught in the chordae. Troubleshooting was performed and the clip was successfully removed from the chordae. The clip was removed from the anatomy, but upon removal, tissue damage was observed attached to the grippers. Another xt clip (40103r1054) was inserted, and grasping was performed. However, the gradient increased to 10mmhg. Due to the increased gradient, the physician decided to remove the clip and discontinue the procedure. The gradient returned to baseline and mr remained at a grade of 4. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported difficult to remove of clip being caught on the chordae. The tissue injury was due to the difficult to remove (clip caught on chordae). Tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no treatment was provided for the tissue injury. There is no indication of a product issue with respect to manufacture, design, or labeling.